Manufacturer narrative:
This failure mode was fully investigated and was isolated to one lot of product as identified in this report. Root cause analysis was performed and corrective actions identified and implemented. Since the implementation of corrective action there have been no further events of this nature reported.

Event description:
Physician removed the clarivein catheter part number (B)(4) from the packaging and observed the dispersion wire unsheathed out of the catheter sheath. Physician discarded the device and opened a new one to complete the procedure with no other issues.